Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode in (B)(6) 2024 due myopotential oversensing. The patient was seen in-clinic and troubleshooting, including evaluation of other vectors, was performed. No adverse patient effects were reported at the time. Additional information received on 10-nov-2025 indicates this patient received an inappropriate shock from their device while hanging laundry. A review of device data in the latitude remote patient monitoring system showed myopotential oversensing. It was noted the patient was seen by the physician in (B)(6) 2025 because of an untreated event but the physician did not change the sensing vector at that time. Per the field, the vector looks different compared to implant, possibly due to patient pathology. It was noted the patient had been implanted with a leadless pacemaker device in (B)(6) 2024 but there was no boston scientific personnel present during the procedure. Besides the inappropriate shock, no other adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.